Manufacturer narrative:
(B)(4). (B)(6) 2015 (exact date is unknown). Sterile part manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 15march2013. Expiry date: 01august2023. Non-sterile: 04.003.460-xus lot number: 7267353: manufacturing location: (B)(4). Manufacturing date: 15february2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lateral entry femoral recon nail, two unknown nails, and two unknown cortex screws were removed with a reaming irrigation aspirator (ria) from a patient due to non-union, pain, and limited movement. There were no device issues. The original surgery was performed in (B)(6) 2015 (exact date is unknown). The revision surgery was performed on (B)(6) 2015 with a non-synthes nail and synthes 4.5 locking compression plate (lcp). The patient status was good. There was no delay in surgery. This is report 1 of 3 for (B)(4).